Event description:
The home patient's caregiver reported a leaking transfer set. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.